Event description:
It was reported that the patient's left knee was revised due to pain and loosening of the stemmed tibia and patellar components and instability, flexion and mid flexion. Femoral loosening was also indicated (loosening of 'all 3'). Intra-operatively, the patellar component was found to be 'floating in the knee, not attached in any way.' A stryker/ howmedica posterior cr knee was revised to a triathlon ts knee with stems and augments.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.